Manufacturer narrative:
Clarification regarding the reason antibiotics were prescribed has been requested but not received. No update on patient's status has been received. The device history record for reported radiesse lot was reviewed. All required testing specifications for this lot were met prior to release. No non-conformances were discovered that would have contributed to this event. Device not returned to the manufacturer.

Event description:
On (B)(6) 2015 the patient was injected with radiesse into the lower face and cheeks. Prior to injection, the injection area was treated with emla and chlorhexidine. On (B)(6) 2015, the patient developed swelling to the lower face and cheeks. The patient contacted hcp she thought it looked like an insect bite in the treated area. The patient complained of pain, swelling, redness and inability to "go out" since sunday, (B)(6) 2015. The patient was started on amoxicillin three times daily for one week, and prednisolone 5mg three times daily for one week. The injector instructed the patient to slowly wean herself off the 5mg prednisolone. The injector had concerns that once the steroid was out of patient's system, the reaction will come back.

Manufacturer narrative:
Follow up being submitted to correct the aware date. Merz us was notified of the adverse event on 09/21/2015. The initial report was sent with the aware date of 09/21/2015. However, the merz (B)(4) office was aware of the adverse event on 09/19/2015, thus the aware date has been corrected to 09/19/2015. This was not a single use device that was reprocessed and used on a patient. Device not returned to the manufacturer.